Event description:
It was reported that when the irrigation only extended tip was removed from the box, the connector was broken into pieces. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that when the irrigation only extended tip was removed from the box, the connector was broken into pieces. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the device is received and a quality investigation has been completed. (B)(4): not returned to manufacturer.

Manufacturer narrative:
The device was returned in its original, unopened package. Upon visual inspection of the device, the reported condition was confirmed. The black o-ring located on the proximal end was found broken. It is possible that storage environmental conditions might have affected the integrity of the rubber o-ring. No further assembly issues were observed. The device was not returned to the user facility, as it was scrapped by the manufacturer.